Event description:
It was reported that during a routine defibrillator change out procedure, an insulation abrasion was noted on the atrial lead. The physician covered the abrasion with a suture sleeve and medical adhesive. The lead exhibited no electrical anomalies and remained implanted. The patient would be monitored.

Manufacturer narrative:
.